Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having medical treatment at his dr's office. The blood glucose reading was 226 mg/dl. The customer was experiencing high glucose for the past week. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the tests passed. The customer stated that he does not let the insulin warm to room temp and he notices air bubbles in the tubing. The customer also stated that when he does an infusion set change he does not fill the cannula. Discussed that not letting the insulin warm up could be one of his high blood glucose causes and the importance of filling the cannula during an infusion set change. No further info was provided.